Manufacturer narrative:
Investigation is not complete. Additional information has been requested from the surgeon and the user facility. Event device code is addressed in the package insert. Although several attempts have been made, a medwatch 3500a has not yet been received from the user facility. Trends will be evaluated. This report will be amended when the investigation is complete.

Event description:
Allegedly, a movement in the cup was causing pain to the pt. The cup was removed and the head was removed. The stem was left intact.